Event description:
It was reported that a spectrum pump's keypad was not functioning properly. The customer stated that there was a constant input of the letter "v." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.